Event description:
Related manufacturer report number: 2017865-2023-05176. It was reported that low pacing impedance and noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) and right atrial (ra) leads. In addition, the oversensing resulted in inappropriate mode switch on the ra lead. The noise was reproducible during provocative testing. A revision procedure was performed, and the rv and ra leads were capped and replaced to resolve the event. During the procedure, insulation damage was noted on both the rv and ra leads and was suspected to be the cause of the reported electrical anomalies. The patient was in stable condition.